Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 6.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced six kinked cannula events on (B)(6) 2024. The event occurred after three hours of insertion. The infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Supplemental report 02 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6004792 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. The following test was performed: 2 used set was provided and there is a visible defect on the received sample, 1 set is found with kinked cannula at tip and 1 set is found kinked cannula at middle. Visual test according to with wi version 43, 2 returned sets failed test. Functional test (flow) - according to with version 9, 2 returned sets passed the test. A batch record review was conducted resulting in the following: the lot 6004792 was manufactured according to wi to the document version 14 on the packing process in the line 5 on 13/dec/2023 with (B)(4) pieces. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-28505. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.